Manufacturer narrative:
The device history records for lot number 89020-mci-263-09 e023f60h were reviewed and all processes and test criteria are within the mepdor implant specification.

Event description:
The doctor stated that the pt received a medpor customized right cranial implant on (B)(6), 2009. The doctor reported that the pt developed an infection and the implant had to be removed.